Manufacturer narrative:
A lot number was provided. No analysis or conclusions can be drawn without the device. Return of the size tracheostomy tube for failure investigation has been requested.

Event description:
The caller reported that they could not pass an 8 french suction catheter. The caller reported that they took that tracheostomy tube out and placed another tracheostomy tube in the patient.